Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign material was found around or under the forceps elevator of the subject device during the annual inspection at olympus india. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in india. The evaluation of the subject device by the service department confirmed that there was a foreign material on the forceps elevator. It was found that the part of the internal component was covered with rust after disassembling the distal end cover. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. It is considered that the reported event caused insufficient reprocessing, because foreign matter is also attached to areas that can be washed by brushing. The cause of the rust on the internal parts could not be identified. The operation manual of the subject device has already warns following: 3.2 inspection of the endoscope : inspection of the endoscope : inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials is observed, stop using the endoscope and take necessary measures according to section 6.2, ¿inspection before each patient procedure¿ on page 73. Chapter 3 cleaning, disinfection, and sterilization procedures: brushing around the forceps elevator and instrument channel outlet chapter 5 storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. 5.1 storage of the endoscope: 2. Confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, the lens, and the electrical contacts) are completely dry.